Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a laser probe got caught in the trocar during a procedure. It could not be put in and out well. The probe was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
There was no sample returned for evaluation. Therefore, the condition of the product could not be verified. There was no lot number identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All trocar assemblies are 100% inspected for gauge size. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).